Event description:
Hold for kh 01/04 a ventilator was returned to the service center for evaluation. There was no harm or injury reported. During the evaluation of the device, the device failed a step during testing and also, the act exhaust purge, proport valve, and nurse call failed. Recommended replacing the input pca for the failed nurse call. Recommended checking for pinched tubes and/or replaced the aux exhaust control module (aecm) for the failed exhaust valve test steps. The customer has requested no repairs to be done to the unit, device will be returned to customer unrepaired.